Event description:
During a posterior cervical procedure, the skull clamp slipped when the patient was turned from supine to prone. The clamp was not locking properly. The clamp was removed from the patient and changed for another skull clamp. Patient injury and surgery delay were unknown. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 12/22/2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: service history: date of service: 01/23/2004. Date of service: 01/11/2001. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure, unit would not have slipped. The large starburst teeth are worn from extended use; this would not have caused a slippage. Unit received with the index knob hard to rotate into the lock position. Conclusion: in summary, we were able to partially verify the end users reason for return. The issue of slipping could not be duplicated as this device passed all functional testing requirements with respect to that reported failure. It was discovered that the index knob was hard to rotate into the locked position; however no root cause could be determined. General maintenance is required for this device as it was manufactured in 1992 and last serviced in 2004.